Event description:
It was reported occlusion alarms occurred and the pump touchscreen was delayed in responding to presses. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.